Manufacturer narrative:
Lumenis contacted the foreign distributor to obtain patient treatment settings, patient information, and patient photographs, which were provided. Additionally, the distributor sent back the ipl acne filter for evaluation. A lumenis healthcare professional evaluated the reported events details and photographs concluding that the reported treatment settings used seemed normal when compared to the other standard lumenis filters. Furthermore; the professional stated "there appears to be a small blister or infected area in the mid right cheek area that may sustain some hyperpigmentation." Additionally, the expert concluded this is not a serious injury. Based on the information collected at the time of the event, lumenis determined that the event was not reportable. As part of a remedial activity, lumenis conducted a retrospective review of all its m22 acne filter complaint files from january 2015 to may 2017. Because the company is aware that this malfunction was alleged to have caused or contributed to a serious injury (reference - MDR 3004135191-2017-00023), this event represents a reportable malfunction.

Event description:
A foreign distributor reported to a lumenis clinical trainer that while testing a lumenis m22 laser, ipl acne filter on their service engineer, the service engineer sustained superficial first degree burns to the right cheek area. The distributor was "surprised" by the strong reaction. It was further reported that the engineer had healed. No report of serious injury or medical intervention was received other than the initial report.